Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/3/2020 h.6. Investigation: customer returned (74) unused 32gx4mm bd pen needles from lot 0091910. Consumer reported these pen needles do not work for her, they leak when taking injection, no flow when taking injection, and they left bruising from having to push really hard when taking injection. 30 out of the 74 returned samples were selected and tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 tested pen needles tested within specification. Next, these 30 samples were tested for flow using a test pen injector: all 30 were able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked and had no flow during injection. This occurred on 4 occasions. The following information was provided by the initial reporter: material no:320550 batch no: 0091910 it was reported that the needles do not work and they leak when taking the injection. Also, there is no flow when taking the injection and they left a bruise from having to push really hard.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked and had no flow during injection. This occurred on 4 occasions. The following information was provided by the initial reporter: material no:320550 batch no: 0091910. It was reported that the needles do not work and they leak when taking the injection. Also, there is no flow when taking the injection and they left a bruise from having to push really hard.